Event description:
It was reported that a component of the implant construct was dislodged. Surgery was performed approx 3 months post-operatively at which time the implant was removed successfully.

Manufacturer narrative:
Device eval: the device was returned to eval. Visual examination was performed. Damage observed on the device is consistent with the reported event and the removal method. No conclusion can be drawn from the results of the examination of the returned device.